Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was defective. The surgeon had to manipulate the lens and remove it to implant a new one. The surgery was completed. The patient needed a vitrectomy the next day. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is bent in two areas of the distal portion. The other haptic tip is bent. The optic appears to have been replaced into the lens case incorrectly resulting in two posts of the lens case protruding through the optic material. Product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if a cartridge was used to deliver this lens. The company model is only qualified for use in the company (a) and (b) cartridges. A viscoelastic was indicated that is not qualified for any company cartridge. Bent haptic damage was observed. This was most likely the reported complaint of "defect". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It was indicated the lens became unsterile due to manipulation and that it was not implanted. The reason for the vitrectomy was not provided. Multiple attempts for clarification were made with no further information provided. The observed optic was damage appears to be the result of mispositioning of the lens upon replacement into the lens case for return by the customer. The manufacturer internal reference number is: (B)(4).